Event description:
It was reported that an embolization coil implant encountered resistance during advancement in a microcatheter. The coil became stuck and was removed. During removal, the implant detached from the pusher. The coil was replaced an the procedure was completed successfully with another coil. There was no patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis, however it has not yet been received. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature detachment as a potential complication associated with use of the device.

Manufacturer narrative:
Items returned for evaluation: pusher. Implant. Introducer. Items not returned for evaluation: dispenser hoop. Shrink lock. Microcatheter. V-grip. The visual analysis of the returned items found the implant coils severely stretched and tangled, but still attached to the pusher. The pusher body coil was found stretched and broken at the transition area. The investigation of the returned coil system found the implant coils severely stretched and tangled, but still attached to the pusher. However, the pusher body coil was found stretched and broken at the transition area, which is consistent with the alleged product issue. The broken condition of the pusher is consistent with the device experiencing excessive force that exceeded the device's tensile strength, resulting in the pusher breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that an embolization coil implant encountered resistance during advancement in a microcatheter. The coil became stuck and was removed. During removal, the implant detached from the pusher. The coil was replaced an the procedure was completed successfully with another coil. There was no patient injury or intervention.